Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump not working, a critical pump error, and battery cap damage. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the critical pump error, and it was explained that the pump performs safety checks, and the open book image error was found. Troubleshooting was performed for cosmetic damage and found the crack was on the reservoir tube side. The crack on the pump was affecting the pump functionality. The crack on the pump was not related to the retainer ring. Troubleshooting was performed for battery cap damage, and the damage was on metal contacts. The customer was informed that a battery cap replacement will be sent. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per healthcareprofessional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1884 was requested, and the customer response was the device will be returned.